Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the lead migration was observed via x-ray and effective therapy was established post-operatively.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-33283. It was reported the patient had their leads explanted and replaced due to lead migration caused by a traumatic fall. There were no complications during the procedure..